Event description:
This over-the-wire filter was placed without the benefit of the guidewire. The filter appeared tilted with incomplete opening following deployment via a jugular approach. Manipulation of the filter with the sheath was unsuccessful. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. It was indicated this device filter was placed without the guidance, as per co's dfu's and continuous flushing of the carrier system was not performed prior to deployment. Co believes these factors contributed to this event and does not attribute it to the device. Directions for use state: "to avoid insertion difficulties or filter misplacement always fully advance the included .035" guidewire to a point beyond the desired implant site. The introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release. Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."